Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable as the lens was removed/replaced within the initial procedure. If explanted; give date: not applicable as the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed/replaced within the initial surgery due to being stuck in the cartridge with patient contact. An incision enlargement was required. Another lens, a model za9003 25.5 was implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/26/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The product associated to the complaint was received at the complaint lab on 9/26/2019. Only the lens was returned cut in two pieces and pieces of the lens are missing. The lens was received in a plastic bag and stuck to a paper by what appears to be viscoelastics. The complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed an additional investigation request for this production order number has been received. No product deficiency was identified as result of the investigation. Based on the product returned evaluation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.